Event description:
It was reported that, "the surgeon tried to use the first persuader. It was placed over the screw head and clamped on tight. When the locking cap was advanced all the way to the rod, and the spondy reduced, the sliver wing cap spine would not click over all the way. The locking cap would not advance to "provisional lock". As the surgeon would remove the persuader, the locking cap would pop out of the screw head. This happened about 4 times. We then switched persuaders and the straight bar on the ratchet part of the persuader did not have enough force in the spring mechanism to hold in the place. This was also true for a third persuader. Finally, the surgeon's pa put a hand on the bar to hold it "locked" and the cap was...

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.